Event description:
It was reported that during surgery to reposition the right ventricular lead, the left ventricular lead dislodged. The lead was explanted and replaced. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.